Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a button error alarm while programming their bolus. The customer's blood glucose was 120 mg/dl. The customer reported dropping their insulin pump a long time ago. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.